Event description:
During cardiopulmonary bypass, it was reported that the pump stopped and the tube setting reverted to f208, which is the default tube setting. The pump was changed out and the procedure was completed successfully. There were no adverse consequences to the patient reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.